Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E4. The initial reporter also notified the FDA but did not provide any associated information.

Event description:
It was reported that bd as lvp 20d 2ss cv tubing cracked and leaked. The following information was provided by the initial reporter: "hello dept notified us and the FDA of product defect. Noted defect upon further investigation, I found propofol leaking from alaris pump and found a crack in tubing where the infusion tubing sits in the pump. Critical care anesthesia was notified incase any extra medication got into patient, and tubing was changed.